Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer powered up with a system error and all printer leds (light emitting diodes) were flashing; lem (link electronic module) printed circuit board assembly found out of electrical specification. (B)(4).

Event description:
It was reported there was an error message that occurred at power up. The programmer was returned for repair. There was no patient involvement indicated.